Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
A programming wand was returned to the MFR due to communication problems. Product analysis revealed that the serial data cable, which was causing the communication errors, had an open conductor.